Event description:
Additional information received reported that no intervention was needed. There were no patient signs or symptoms, no patient injury, and the patient did not require hospitalization. It was noted that the pump motor stall error recovered.

Event description:
A confirmed motor stall noted in event logs with no motor stall recovery following an MRI of both the shoulders was reported. Per reporter when first read the pump noted the stall occurred at 12:16, thereafter the hcp read the pumps at 12:52, 12:58 and at 14:29 there was no recovery yet in the logs. It was indicated that they had updated the pump twice since then. Patient did not have any symptoms/ issues. Drug delivered via the device was dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).